Manufacturer narrative:
On (B)(6) 2021, biosense webster inc. Received additional information confirming there were no product malfunctions or issues noted during the case. The physician did not express any concerns about the product. Near the end of the case, the patient was noted to have hypotension after moving off the cath lab table and patient was noted to have a pericardial effusion. Patient¿s rhythm degenerated to ventricular fibrillation. Resuscitation efforts were not successful and patient expired. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that an (B)(6)-year-old male patient underwent a right sided atrial flutter (afl) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade (requiring pericardiocentesis), cardiac arrest (requiring cardiopulmonary resuscitation (CPR)) and death. Post-procedure, when the patient was moved off the procedure table, the patient became hypotensive. At this point, a transthoracic echo (tee) was performed, and a pericardial effusion was noted. The patient then went into ventricular fibrillation, CPR was performed, and a pericardiocentesis was performed (unknown fluid amount removed). The physician called time of death after 20-30 minutes of medical intervention. The physician had checked for a pericardial effusion pre ablation and post-ablation (before removing all catheters) and none was noted. Physician stated that the effusion was possibly caused due to placement; physician the myocardium was potentially punctured sometime during the procedure and it wasn't noticed until the catheter and sheaths were removed. There was a possibility that as the myocardium was punctured with the long sheath (brk sheath), the sheath plugged the puncture until it was removed, therefore causing a delayed pericardial effusion. The procedure was a very routine event until the end of the case. There were no difficulties before or during the procedure and the ablation was completed in a satisfactory manner. The physician checked before and after procedure for any possible effusion and noted that there was none before pulling catheters. No bwi product malfunctions were reported throughout the procedure. The max wattage used was 43 watts, the total ablation lesions were 9, the total ablation time was 10 minutes and 17 seconds. The total fluid used was 326 ml. There was no evidence of steam pop during the ablation. The catheter irrigation was set at 8-15ml/min per IFU. No error messages were displayed in any equipment. Graph, dashboard, vector and visitag were used as visualization features. The parameters for stability used with the visitag module were 3mm, 3 secs, 25%,3g. No additional filter was used. Impedance drop 0-15 ohms was used as coloring option. The correct catheter settings were selected on the generator. The pump was switching from low to high flow during the ablation. Although the physician believes the issue was possibly caused due to placement and removal of the access sheath (non-bwi product), this is being conservatively coded and reported under the thermocool® smart touch® sf bi-directional navigation catheter since the event occurred after ablation had been already performed; therefore, the ablation catheter cannot be excluded.